Event description:
It was reported that this pacemaker system exhibited oversensing and high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. It was noted the patient doesn't atrial pace, and their ra lead is a non-boston scientific product. The device was reprogrammed unipolar pace and bipolar sense. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.